Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, staple line was incomplete proximally. The surgeon opened another black load with different lot number to complete the case. There was no patient injury.